Event description:
It was reported that a lead was damaged during an explant procedure. The reporter stated that the lead broke off during the procedure. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).